Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one of them was broken and the other, which hurts me encapsulated" on an unknown side. Device remains implanted. This record is for the left side.